Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of viral infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported medical event against two [unspecified] juvéderm®, later noted as juvéderm® voluma¿ with lidocaine and juvéderm® ultra 3,: patient had two filler injections in nlf/marionette and cheek, it was all completely unproblematic. Three weeks after the last injection, patient had a non-device related viral infection (unfortunately there was no test for corona), and as a result patient developed progressive swelling and hardening in the area of the filler injections and then all over the face. Treatment: cortisone. There was no evidence of inflammation, i.e. No redness or overheating. Treated with prednisolone and wobenzym. Swelling is declining. Symptoms resolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-52624). This emdr is being submitted for the suspect product, juvéderm® ultra 3.

Event description:
Abbvie medical safety has determined non-device related viral infection is considered minor in severity.

Manufacturer narrative:
Abbvie medical safety has determined non-device related viral infection is considered minor in severity; therefore, not reportable. Additional, corrected, and/or changed data: b1, b2, b5, h1, h6